Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the dexcom g7 sensor paired with the phone app but failed to pair with the ilet, prompting guidance to disable the phone¿s bluetooth, restart the ilet, toggle the cgm selection from g7 to g6 and back to g7, and reenter the pairing code, with education that pairing could take up to 30 minutes after restart. Symptoms included no adverse clinical effects and no reported blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting, device restart, configuration toggling, and user education on correct pairing sequence prioritizing the ilet. Investigation of this case revealed a pairing/connectivity issue between the cgm and the ilet without evidence of device malfunction or damage, and the dexcom sensor and phone application were functioning while the ilet awaited pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related pairing behavior influenced by concurrent phone connectivity and standard cgm pairing latency.